Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: lasso circular mapping catheter, carto mapping system other company¿s devices were used during this study: conventional transthoracic echocardiographic evaluations (vivid 9, ge vingmed ultrasound, (B)(4) or sonos 5500, philips medical systems), computed tomography (CT) (somatom definition flash, siemens healthcare), navx (st jude medical) (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with nonvalvular atrial fibrillation under radiofrequency catheter ablation. The patient suffered cardiac tamponade which was treated with pericardiocentesis. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "prognostic implications of right and left atrial enlargement after radiofrequency catheter ablation in patients with nonvalvular atrial fibrillation." The purpose of this study was to assess structural changes in right atrium and left atrium and determine their association with recurrence of af after radiofrequency catheter ablation (rfca). The study was conducted between 2009 and 2011. Suspect device is a 3.5-mm irrigated-tip thermocool catheter, however catalog and lot number are unknown. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 1 pateint stroke. 5 patients hematomas.